Event description:
Healthcare professional reported right side rupture. The rupture was reported to be caused by an "accident". The event of rupture is now considered not device related and will no longer be reportable to the FDA. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported right side intracapsular implant leak confirmed via MRI. The device has been explanted.

Event description:
Healthcare professional reported right side intracapsular implant leak confirmed via MRI. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.